Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the device did not zero during use. Reportedly, after air was released the pressure stayed higher than 30mmhg. There were no pt complications or injuries reported.